Manufacturer narrative:
The patient was born on an unreported date in 1955. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administrations not reported) for peritonitis. Two weeks after the onset of peritonitis, the patient discontinued treatment with antibiotics and was recovered. The action taken with dianeal therapies was not reported. No additional information is available.